Event description:
Sub-acute thrombosis (sat) occured in 2006 and re-pci was performed to treat the sat. The date of the stent implant is unk. The procedure was completed and the pt is in a stable condition. No other information was available.